Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal fusion surgery. Intra-op, the tip of standard driver broke off into the screw head. Reportedly, the surgical time was extended for less than one hour. No patient complications were reported.

Event description:
As an additional information, it was reported that the tip of the driver broke off in the head of the screw inside the patient. Reportedly, the surgeon was not able to get the broken piece out of the screw head but when the rod was seated, it sealed the broken piece in place, the surgeon felt that this was acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.